Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. (B)(4).

Event description:
During a follow up, episodes of non-sustained oversensing were noted. Reprogramming of the device is anticipated and the patient was stable.